Event description:
It is reported that during surgery the femur was cracked.

Manufacturer narrative:
Eval summary: one or a combination of the following factors might have caused the femur fracture: selection of improper size femoral prosthesis. Improper pre-operative planning leading to selection of improper femoral prosthesis. Removal of the improper prosthesis can cause high stress and consequent fracture. Improper surgical technique. This is not an exhaustive list. However a definitive cause cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.